Manufacturer narrative:
The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported right side "capsular contracture baker grade 3", "significant deformity along about 30% of the edge what appeared to be fracturing of the gel". The device has been explanted. Healthcare professional reported "internal implant rupture".